Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Were there any patient consequences? 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a supernumerary tooth extraction surgery on (B)(6) 2024 and suture was used. During the procedure, the patient underwent surgery in the morning. During the suturing process after the surgery was completed, the suture needle broke and popped out. After careful examination of the oral cavity, it was confirmed that the broken end was not in the patient's mouth, changed another one for suturing again. After the treatment is completed, carefully search for the broken end of the needle again before the patient was resuscitated, and found on the floor. No adverse patient consequences were reported. Additional information was requested.